Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown eea, unknown eea, (lot # unknown) unknown endo gi, unknown endo gia instrument, (lot # unknown) unegiatri, unknown egia tri staple, (lot # unknown) unegiatri, unknown egia tri staple, (lot # unknown) unknown egia su, unknown endo gia sulu, (lot # unknown) unknown egia su, unknown endo gia sulu, (lot # unknown) unegiatri, unknown egia tri staple, (lot # unknown) unknown ligasur, unknown ligasure instrument, (lot # unknown) sara notz, rainer grotelueschen, julia pape, louisa stern, julia gerullies, jonas wagner, jakob robert izbicki, thilo hackert, philipp busch, anna dupree, oliver mann, & gabriel plitzko. Treatment pathways and outcomes in patients with bmi=50 kg/m2: conservative treatment, immediate surgery or stepwise surgical approach. Obes surg 35, 3742¿3759 (2025). Https://doi.org/10.1007/s11695-025-08102-1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent conservative treatment, immediate bariatric surgery, and bariatric surgery after conservative therapy in morbidly obese patients between january 2015 and december 2021. The gastro-jejunostomy for the roux en y gastric bypass was created using a trans-orally inserted anvil with a 25 mm circular stapler. There were 538 patients included in the study and post-operative complications included bleeding, anastomotic leak, anastomotic stricture, deep wound infection and bowel perforation. Interventions and patient outcomes are unknown.